Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #1627487-2013-12223; reference MFR report #1627487-2013-12224. It was reported the pt has pain at the lead incision site and radiates up the spinal cord. The pain persists when stimulation is on or off, but the pain diminishes when charging the system. It was also reported the pt experiences heating at the ipg site when charging. Pt has scheduled an appointment with the physician. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.